Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4). Visual inspection of the lens showed a tear in the optic and part of one of the haptics was torn off.

Event description:
The facility states that an intraocular lens model number aa4204vf was damaged as it was being implanted into the pt's eye. The surgeon removed the lens without pt injury. It is unk what caused the damage to the lens.